Manufacturer narrative:
To date, the device involved in the report incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the proximal components of the pyrocarbon mcp implant size 20 was broken at the narrow tip from a previous surgery. Date of the original surgery was on (B)(6) 2012 on the right index finger. On an unknown date, x-rays showed fracture at the end of the stem. The patient's joint lost initial range of motion. On (B)(6) 2013, a new proximal implant was used after the original implant was removed.